Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately 88 months post-implant of a bifurcated device and an infrarenal aortic extension, a computed tomography (CT) scan showed the aortic extension was implanted in the aortic neck lower than anticipated. Reportedly, the patient presented with angulated, reverse taper aortic neck and it appeared that during the initial procedure the extension was possibly placed lower than planned. Based on a follow up angio findings, the physician elected to raise the level of stent graft coverage up to the renal arteries implanting an aortic extension. The patient tolerated the procedure well.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. The patient medical information was reviewed by clinical complaint specialist with the following information: there were suboptimal medical records and imaging for this complaint. The limited medical history supported disease progression, and the patient's own complex aortic neck anatomy may have contributed to this event. Product usage and stent overlap cannot be assessed. In the absence of pre procedure and index medical records and imaging, this complaint substantiated graft migration and a second procedure (evar), but was inconclusive regarding causal or contributory device defects.